Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the ER after receiving a shock. Analysis of the vt/vf episodes showed possible myopotential inhibition and oversensing. The noise was reproducible. A chest x-ray was unremarkable. Programming change suggestions were made and the patient was discharged and in stable condition with no further events.